Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. With regards to the medication in the pump, the patient stated, ¿I think hydromorphone and another one that helps numb things, bupivacaine or something like that.¿ the indication for pump use was non-malignant pain. The patient reported that beginning yesterday they tried 3 times to get a bolus, but it would not give them one. They tried again this morning, and the same thing happened. The agent inquired if any alert, code, or message screen appeared, and the patient stated there was not. Per the patient, the screens were not progressing and ¿you can hold it in one spot, and it reads it, but then you do it (bolus) and it sits there, and it gets really frustrating.¿ the patient confirmed on the call that the handset was charged to 72% and that the communicator was charged and unplugged. The patient also confirmed there were no bandages over the incision site. The patient stated that they got no boluses yesterday and ¿it was frying my butt,¿ referencing pain due to the inability to bolus. During the call, the patient had the myptm app open and stated that ¿connecting to pump, 0%¿ was the screen that would not progress through for them when this issue started and again while on the call. The patient also mentioned ¿the progress ring is just completely blank¿ when this issue occurs. The patient stated they were afraid to close the myptm app because they didn't want to lose everything. The agent had the patient close the myptm app, reset the communicator, and restart the handset. Then the patient was able to successfully connect to their pump without issue and read out a 1 hour and 12 minute lockout. The patient mentioned seeing the percentage at 90% for a brief moment while connecting but then the connection progressed well. The patient stated the lockout correlates to when they attempted a bolus earlier this morning, but they never got it or any indication that it went through. The app noted ¿boluses left today 2 locked out: bolus restriction window reached bolus duration 1 min lockout 2 hours bolus restriction window 1 bolus / 2 hours boluses per day 3.¿ the patient was going to monitor and call back for assistance as needed. The patient called again later the same day reporting the same information. The agent had the patient restart both the communicator and the handset. It was noted that the patient was upset during the call stating that they missed yet again another bolus. They stated that they had not had one since saturday and at this point, they were not happy. The agent reviewed that their healthcare provider could print at report to see if their boluses were going through. The patient called again the next day repeating the same information previously reported. It was noted that the patient was frustrated with the equipment and felt that there was a problem. The agent did review the 90% delay and walked the patient through clearing the data. The patient stated that they felt there was still a problem. A replacement handset was requested from the repair department because the patient was reporting that they could not connect to the pump to get a bolus consistently. Per the patient, it would show the connection status was at 0% and that the bolus was stalling at 90%. During the call, the patient was able to connect to the pump and verified a lockout of 1 hour 38 minutes, but they said that they never saw a confirmation of the bolus. It was noted that the option of working with their healthcare provider to have the pump auto deliver boluses rather than using a ptm (personal therapy manager) was discussed during the call.